Event description:
It was reported that the artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon was removed as the urethra was not coapting due to atrophy. A new artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon was implanted. The patient fully recovered.

Event description:
It was reported that the artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon was removed as the urethra was not coapting due to atrophy. A new artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon was implanted. The patient fully recovered.